Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redq3820 showed no other similar product complaint(s) from this lot number. [(B)(4) file 1501273.pdf].

Event description:
It was reported via medwatch report, "a midline was intended to be placed to continue IV antibiotics with home infusion. The initial attempt was unsuccessful. However, while removing the line, the distal portion f the catheter was sheared and became trapped under the skin. An ultrasound confirmed opaque foreign body materials within the soft tissues. Approx size of 4 cm. Vascular surgery was notified and evaluated the patient. He felt risk of exploration and removal outweighed the benefit and it was recommended to leave the retained foreign object."